Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the coating came off in the middle of the wire during a crossover maneuver. After using the flush catheter, the physician wanted to guide a sheath over the wire, but the dilator outside the patient blocked the wire. The procedure was continued with a new splashwire and completed successfully. There was a delay of approximately 10 minutes for the entire procedure.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The nature of the damage suggested that it was possibly caused during the torquing of the device. A search of the complaint database was performed and no similar complaints for this lot number were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.